Manufacturer narrative:
(B)(4). Date sent: 7/26/2023.

Manufacturer narrative:
(B)(4), date sent: 7/7/2023, d4: batch # unk, b3: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional received information: the procedure was high anterior resection. The device was used on the rectum anastomosis. The surgeon did not notice that the back light was not lit. The anvil was attached to the trocar. The surgeon attempted to fire, but could not be fired. The device was replaced. The anvil was used as is, the procedure did not change. There was no leakage. The patient will be discharged from the hospital. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an anterior resection, the device could not be fired with the battery. The device was replaced, and the battery of 1st device was inserted, but the tissue compression scale backlight was not illuminated. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2023. D4; batch # 278c71. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and all staples were present. The anvil was not returned; however, the battery was returned with the device and was visually inspected. The right contact of the battery was found to be bent. When an engineering battery was inserted into the complaint device, the backlight illuminated. The device fired and formed all staples as well as completely cut the test media and the breakaway washer without incident. To insure the would not fire condition was due to the battery and not the device itself, the device¿s outer shrouds were disassembled. No damage was found on the bulkhead contacts of the device. These results concluded the would not fire issue reported by the customer was due to the damage seen on the returned battery. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the damage seen on the right battery terminal, the would not fire issue reported is confirmed. A manufacturing record evaluation was performed for the finished device batch number 278c71, and no non-conformances were identified.